Event description:
The customer reported the tube had been arcing. The problem occurred with patient on the table and under anesthesia. The system worked after a reboot. There was no injury to the patient.

Manufacturer narrative:
The system has a defective tube and hv cable has been damage. The ge service rep replaced the high voltage cable and tube.